Manufacturer narrative:
The oad lot number was not provided and is unknown. The UDI and mfg date of the guide wire lot number cannot be provided as it was manufactured by a supplier at the time of the event. The guide wire was returned to csi without the detached spring tip. The oad was discarded by facility and was not available for further investigation. Analysis revealed the guide wire core was fractured near the distal end in the spring tip section. Scanning electron microscopy analysis identified the presence of ductile torsion on the fracture face. This can occur when the oad makes contact with the spring tip, however, the root cause could not be conclusively determined. The IFU warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A presentation from university of washington titled "orbital atherectomy complications: avoiding perforations and the more arcane" reported during the procedure there was difficulty advancing the diamondback 360 coronary orbital atherectomy device. The viperwire advance coronary guide wire position was lost and the oad crown jumped. It was observed that the guide wire became fractured. The fractured wire component was successfully snared. The patient was stable.